Event description:
It was reported that during a lap cholecystectomy, while examining the inside of the abdomen, the surgeon found the duck bill seal inside the abdomen.

Manufacturer narrative:
Info anticipated, but unavailable at this time.